Event description:
We put a waterproof kids band-aid "nickelodeon bubble guppies antibacterial bandages" on our (B)(6) daughter. Upon removal roughly 12 hours later, blisters began to form in the shape of a rectangle. The rectangle portion matched the shape of the cotton pad of the bandage. I have a picture of the product. FDA safety report ID# (B)(4).